Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was on a walk when he received a low cgm reading of 70 mg/dl. The patient did not treat the low with carbohydrates at that time but walked the 10-minute walk home. Upon returning home, the patient was diaphoretic and fell to the couch. No information on the estimated glucose value was provided at that time. The patient's spouse was away but could hear an alarm which she assumed to be low from cameras in the house. Because the patient was not responding, the spouse called 911 and when paramedics arrived, the bg was 38 mg/dl. The patient is unsure what the cgm was reading at that time. Emergency medical service treated the patient with orange juice. After 15 minutes, the bg was 127 mg/dl while the receiver continued to read low. Paramedics monitored the patient for a brief time before leaving when he was in good condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c and b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia.